Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: the patient was pre-operatively diagnosed with sagittal imbalance, next segment degeneration and underwent the following procedures: removal of instrumentation hardware. Exploration of fusion. Posterior spinal fusion, posterior spinal instrumentation, t12-s1. Iliac fixation. Iliac crest bone graft. Redo laminectomy. Repair of dural rents x 2. Transforaminal lumbar interbody fusion, l2-l3, l3-l4. Interbody cage placement, l2-l3, l3-l4. Smith-peterson osteotomy, l2-l3, l3-l4, for sagittal imbalance. As per op-notes, " a thorough decortication was performed from t12-s1 and iliac crest bone graft mixed with bone morphogenic protein was placed along the spine for posterior spinal fusion after irrigation. Reportedly, " the patient continues to experience a great deal of low back and leg pain on a daily basis. He experiences difficulty walking and requires a wheelchair to ambulate."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.